Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Dr is an experienced milagro user since 2 years. Until he never had a screw breakage with milagro. During an acl reconstruction the screw broke in the tibia while screwing in. All the broken pieces could be removed. The following additional information was received from our affiliate on (B)(6) 2014; the screw broke in the tibia of a patient with normal to soft bone quality. The surgeon tapped to prepare the bone hole, and was doing a soft tissue repair, the quadriceps tendon part. The procedure was extended 45 minutes because it was very hard to remove all of the pieces. The surgeon used a regular milagro (not advance) to complete the procedure.